Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported that the patient was admitted to hospital due to ketoacidosis. A relative drove her to hospital. At the hospital the bg value only showed high when they took a capillary blood glucose and the ketone value was 3.8 mmol/l. The patient was diagnosed with dka and treated with IV and fluids of saline and insulin. A couple hours later they took a venous plasma test that showed 20.6 mmol/l and the cgm reading was 6.0 mmol/l. According to patient the dexcom g7 sensor has displayed sensor values between 4-6 mmol/l for 3 days. The patient arrived at the hospital on (B)(6) 2025 and was released 2 days later, on (B)(6) 2025. At the time of the report the patient was ok. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.